Manufacturer narrative:
Device has been discarded; no evaluations will be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report states that there were noo ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate and spacer of the zero p va implant 7mm height did not fit together. The plate kept popping off the spacer. Another zero p va implant was used and procedure was successfully completed without surgical delay. There was no patient harm reported. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).